Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During insertion and insufflation of the vessel, a loss of contrast medium and saline solution was observed on xray in the most proximal part of the balloon. The balloon was only inflated at 4 atm for 5 seconds. The device was removed without any issues to complete the procedure. Once outside the patient, it was noted that the balloon was ruptured and there was a pinhole on the outer shaft. There were no patient complications and patient fully recovered.